Event description:
It was reported that the pt experienced a shocking/jolting sensation after exposure to a security gate at work. The pt was able to stop the shocking by moving away from the security gate. The pt was redirected to her physician. Additional info has been requested.

Manufacturer narrative:
(B)(4).